Manufacturer narrative:
The na electrode lot number is s0994 with an expiration date of 22-dec-2024. The k electrode lot number is b1241 with an expiration date of 19-oct-2024. The cl electrode lot number is n6679 with an expiration date of 16-sep-2024. The repeated results were obtained on module serial number (B)(6) . The customer's calibration results were ok. The customer's quality control data was reviewed: the na qc was flagged and the na qc was low. The cl qc recovery was low. The k qc was ok. A new aliquot of qc was required along with a reagent prime and recalibration due to an alarm. The field service representative replaced the sample probe, both vacuum nozzles, and both sipper tubings. He cleaned the sample syringe, replaced other syringes, and replaced the valve assembly and both valves. He verified the gear pump pressure was within specification, cleaned mixing vessels, verified the correct adjustment of the sample probe outside rinse, and performed sample probe horizontal adjustments. He performed air purges and all tests and checks performed were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode, k electrode, and cl electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial na result was 132 mmol/l and the repeated results were 130 mmol/l and 145 mmol/l. The initial k result was 4.5 mmol/l and the repeated results were 3.3 mmol/l and 5.0 mmol/l. The initial cl result was 99 mmol/l and the repeated results were 86 mmol/l and 106 mmol/l. The results were reported outside of the laboratory. The second set of repeated results were believed to be correct. The repeated results were obtained on another module (module 2). The sample was repeated due to quality controls being out of range. This medwatch covers cobas 8000 cobas ise module (double) module 1 (serial number (B)(6) ). Refer to medwatch with g8 mfg report no:1823260-2024-01253 for information regarding cobas 8000 cobas ise module (double) module 2 (serial number (B)(6).